Event description:
Follow up revealed that the patient is no longer complaining of the pain post operatively. Reportedly, the issue seemed to have resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was close to the surface of the skin. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was relocated.